Manufacturer narrative:
Unit received with operating currents within specification. Unit passed selftest and displacement test. No unexpected low battery or replace battery now alarms noted during testing or found at the downloaded pump history. The power management tool confirms the unloaded voltage and loaded voltage are within specification. No unexpected vibration / audio beep alarms were noted during testing. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed replace battery now without a low battery alert. The customer's blood glucose level was unknown at the time of incident. The customer reported going through batteries every other day and a half, and it not giving any warning before dying. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.